Event description:
It was reported that the patient believed she was getting ¿zapped¿ every time she ate something and her stomach distended. The patient stated, ¿anytime I eat more than 4-5 bites, I end up with this painful electrocution-type sensation right under the device that zaps me every few seconds¿it hurts bad¿I end up sticking my finger down my throat to get food out then zapping stops¿weird huh.¿ it was noted that the patient was going to call the doctor. Additional information received reported that the manufacturer representative talked with a doctor¿s office in an attempt to get the patient programmed, and the office was considering it. The patient¿s gi doctor wanted nothing to do with the device, and both the patient and the representative had a call into the patient¿s treating doctor.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).